Event description:
Allegedly doctor wanted to remove stem and neck. He decided it was well fixed and did not use the extraction device. Low activity level. Revised due to acetabular pain.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00745.